Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes were observed. The patient was asymptomatic. Intermittent myopotential oversensing was observed. The oversensing was reproduced with deep breathing. Programming changes were made.